Event description:
The paramedics were called to assist the customer for hypoglycemia. There was a large bolus amount found in the bolus history that was delivered prior to the event. It was indicated that there was a discrepancy with the maximum bolus amount that was programmed. At that time, the customer was advised a replacment will be sent and to remain on a back up plan per md protocol.